Manufacturer narrative:
This report is for an unknown sternum screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown surgery on (B)(6) 2020, the plate was properly fixed to the 1st rib with sternum screws (surgeon connected the clavicles with the plate. Surgeon was advised this to be an off-label-use before). Postoperative x-ray taken on (B)(6) 2020 showed everything is fine. X-ray taken on (B)(6) 2020 showed four screws on the right side are dislocated. The patient has no pain, no complications, no infection. Hardware removal is planned. No further information is provided. Concomitant devices reported: sternal lock-pl 2.4 angle-shaped 12ho ti (part # 460.039, lot # unknown, quantity 1); screws (part # unknown, lot # unknown, quantity # 3). This report is for one (1) unknown sternum screw. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the plate and screws have been explanted on an unknown date and all explanted devices have been discarded at the facility. Concomitant devices reported: sternal lock-pl 2.4 angle-shaped 12ho ti (part # 460.039, lot # 9984126 or 13l3775, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: sternal lock-pl 2.4 angle-shaped 12ho ti (part# 460.039, lot# unknown, quantity# 1).